Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised wheel locks are not holding. Dealer advised wheel lock does not snap in and stay just pop back out.